Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Customer reported channel c alarmed for "cassette jammed" and stopped infusing while delivering levophed. The patient's blood pressure dropped until the IV set was removed from channel c and placed into another channel. The patient's blood pressure returned to baseline. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.